Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient, (B)(6), underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Toward the end of the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded approximately 900 ml. Although the procedure was nearly completed, the remainder of the procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Although the physician did not provide a causality opinion, he indicated that he did not believe that any product issue contributed to the adverse event. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified transseptal needle and sheath. Ablation was performed at 30-43 watts. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set on standard flow rates (unspecified). Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range.

Manufacturer narrative:
On 8/1/2018, biosense webster became aware of some additional concomitant products used during this procedure: pentaray catheter, catalog and lot numbers unknown, soundstar catheter, catalog and lot numbers unknown. Device evaluation summary: the device was visually inspected upon return, and was found in good condition. The magnetic sensor was tested in conjunction with a carto 3 system, and the catheter was properly visualized and with no error messages. An electrical test was performed, and the catheter was found within specifications. No electrical malfunctions were observed. Additionally, the catheter was tested on a radiofrequency generator. Both the temperature and impedance values were found to be within specification. Deflection and irrigation tests were performed, which the catheter also passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).